Event description:
It was reported that, during patient use, the ventilator generated an audio alarm, and continued cycling. No patient harm was reported. Although requested, it is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the telephone. The customer indicated that there was a ¿power fail¿ alarm during restart. The tse recommended replacing the real time clock chips on both central processing unit (cpu) and to call back if further assistance was required.